Event description:
It was reported that when the augment package was opened for use, no screw was found within the packaging. Another augment was opened to obtain a screw for fixation.

Manufacturer narrative:
Evaluation summary: review of the packaging operation shows that the screw is placed within a poly bag, then placed into the inner packaging cavity. The augment is then placed into a second poly bag as well as a foam pouch. This configuration is then laid on top of the screw already placed within the inner cavity. It is possible the screw was accidentally removed from the inner cavity with the foam pouch; however, that cannot be definitively determined. A root cause for this event cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer inc considers the investigation closed.